Event description:
A customer reported a dull knife during surgery. The knife was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been rec'd and in house testing is in progress. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).